Manufacturer narrative:
This file was found to be a duplicate file of complaint# (B)(4) per serial number match (sn#: (B)(6). The investigate of the event will be performed under 2024-06331. The event type of this file will be changed to "duplicate" and the file will be voided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an unknown valve underwent a valve-in-valve procedure after an unknown implant duration.